Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient presented with low flow and pump disconnected alarms and that the patient felt as though the pump was vibrating inside his chest. The hospital's initial visual evaluation of the percutaneous lead did not reveal any obvious damage and x-rays taken by the hospital did not reveal any fracture. Waveforms and log file data indicated that pump power consumption and pulsatility index (pi) were high and as a result the hospital made a decision to exchange the lvad with another lvad.

Manufacturer narrative:
The device was successfully exchanged with another lvad and the patient remains ongoing without any further issues. The explanted device was returned to the manufacturer for evaluation. Our evaluation of the percutaneous lead revealed a wire insulation breach approximately 3 1/2 inch from the pump housing which appeared to propagate over a period of time during clinical use. This fracture caused stress to the electrical wires and resulted in wire fatigue and the pump alarms as reported. The system controller in use at the time of the event was also returned to the manufacturer for evaluation and events captured in the log file data were consistent with the report of a compromised percutaneous lead. When the system controller was connected to our test pump, a "pump disconnect" message was displayed and the system controller could not start the pump. The system controller was internally inspected and one of the components related to the motor drive circuitry was found to have been visibly damaged, consistent with the result of a short in the percutaneous lead. The manufacturer has initiated and distributed the attached urgent medical device correction letter identifying the probability and symptoms of potential percutaneous lead compromise, recommending that the pump be replaced as soon as possible if damage to the percutaneous lead is confirmed. Hospitals have been requested to review the instructions for care of the percutaneous lead with their ongoing lvas patients and have been requested to have any ongoing lvas patients return the hospital for an inspection of the percutaneous lead and if the hospital suspects that an lvas patient may have a damaged percutaneous lead, to please contact he manufacturer's technical services department for assistance. No further information is available. The manufacturer is closing its file on this event.